Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation for analysis. Therefore, the root cause of this adverse event cannot be identified at this time. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported that dissection to the cca had occurred during a transcarotid artery revascularization (tcar) procedure, which was repaired by a cca to cca bypass graft. The tcar procedure was performed again to treat the ica with a stent, which went fine; the case was then closed and done. The patient woke up and was doing fine. No problems were observed and the patient followed all commands.